Event description:
A zoll distributor contacted zoll on (B)(6) 2014 to report a (B)(6) male patient had passed away on (B)(6) 2014 while at home. On (B)(6) 2014 the patient was externally defibrillated three times by an emergency medical technician. The patient was externally defibrillated twice at 05:47:33. The rhythm at the time of the external defibrillations was asystole. Asystole is considered a non-treatable rhythm. The patient was again externally defibrillated at 05:48:10. The rhythm at the time of the external defibrillation was bradycardia, which is considered a non-treatable rhythm. Two treatments (1j) were delivered by the lifevest at 05:51:20 and 05:52:01. The rhythm at the time of the lifevest treatments was asystole. Asystole is considered a non-treatable rhythm. Oversensing of small artifact or small cardiac signal contributed to the false detection. The exact time of death on (B)(6) 2014 is unknown.

Manufacturer narrative:
The patient passed away on (B)(6) 2014. Device evaluation of monitor sn 07022633 was completed. The monitor was fully functional upon receipt. Electrode belt sn (B)(4) has not been returned to zoll for evaluation. The cause for the low energy pulses (1j) could not be positively identified, but the low energy likely resulted from the lifevest therapy electrode not having contact with the patient's skin. The patient was in the presence of emts at the time of the event. There is no indication of any equipment malfunction. Device manufacture date and usage of device: monitor (B)(4): (B)(4) 2011 - reuse. Electrode belt (B)(4): (B)(4) 2014 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.